Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer's blood glucose was 130 mg/dl. The customer reverted to an alternate method in insulin therapy.